Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl and customer alleged under delivery on insulin pump. Customer difficult in breathing during high blood glucose. Customer was treated with manual bolus for 3 times. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.